Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. The software version was inadvertently not included in the follow-up MDR.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.